Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 425 mg/dl which was treated with bolus. The customer reported no delivery alarm. It was unknown whether auto mode feature was active or not at the time of the incident. Customer declined troubleshooting for high blood glucose readings. The current blood glucose reading of the customer was 375 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.